Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that procedure was to treat a lesion located in the left subclavian artery. The physician stated that when the absolute pro vascular 6.0 / 30 mm / 135 cm stent was deployed, it appeared visually to be 6 x 40 mm and suspects the box may have been mislabeled. There were no issues with deployment. Another non-abbott 6 x 40 mm stent was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - 325357/1-1. The device was not returned for analysis. It may be possible that the stent was slightly elongated during deployment making it appear longer than the labeled size; however, this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.